Event description:
It was reported that an IV catheter was inserted into the back of the left hand of an 11-month-old child and the infusion was started. The next day, the IV was pulled out, and the catheter hub was found in the child mouth, but the catheter tubing beyond the hub was missing. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.